Event description:
Facility staff alleged that the head hi/low will slowly drift down. No injury reported.

Manufacturer narrative:
Bed located in bed shop no injury was reported. Allegation that the head hi/low will slowly drift down. Requested technician to check the head hi/low valve or trend valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.